Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Onset date, culture results, cause, treatment, and outcome of the peritonitis event were not reported. Additional information was requested but is not available. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894410 and gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information about the reported event become available, a supplemental report will be submitted. (B)(4).